Manufacturer narrative:
Device evaluation summary: the reported blood in saline issue was verified during service. Service technician spoke to perfusionist who was operating unit during failure. Perfusionist said the separate fluids were mixing close to the valve. Bobbin did not have friction when moving during vt test. Valve was within calibration. When running valve occlusion test and obstructing the tube, air was supposed to be flowing through, but a small amount of air was seen to be coming out of the other tubes. Same occurrence with all three positions being obstructed during their individual test. It was determined that there was too much space between the door and bobbin resulting in fluids leaking through. The issue was resolved by replacing the valve door, valve door pin hinge. Ran valve occlusion test while obstructing tube being tested and did not observe air being released from other tubes. Preventive maintenance was performed as per specification.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the unit leaked blood into saline. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information device evaluation summary: the reported blood in the saline issue was verified during service. The service technician spoke to the perfusionist that was operating the instrument during the failure. The perfusionist said the separate fluids were mixing close to the valve. The bobbin did not have friction when moving during the vt test. The valve was within calibration. When running the valve occlusion test and obstructing the tube, air was supposed to be flowing through, but a small amount of air was seen to be coming out of the other tubes. The same occurrence took place with all three positions being obstructed during their individual tests. It was determined that there was too much space between the door and bobbin resulting in fluids leaking through. The issue was resolved by replacing the bushing door hinges, bumper doors, pin door hinge and door valve. The service technician then ran the valve occlusion test while, the obstructing tube, was being tested and they did not observe air being released from other tubes. Preventive maintenance was performed as per specification. The instrument was serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Additional information b5: medtronic received additional information that scraping damage was observed at the bottom of the valve door. The leak was from the valve and valve door. No visual, audible, or performance abnormalities were detected, and no error message was displayed. A transfusion was not required due to the reported issue, as the customer clamped the lines to prevent leakage. The bowl or tubing were not re-seated/reinstalled/replaced, the initial wash kit was used. Correction h6 (patient codes (ime/annex e): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.